Manufacturer narrative:
An visual inspection of the complaint device evidenced the presence of a molding defect inside the gauge of the graft sizer. This molding defect was generated during the manufacture of the device by our supplier of graft sizer. This defect should have been detected during the visual inspection performed on each finished product by this supplier. Therefore, the supplier was notified of this event and was requested to investigate this incident and to implement adequate corrective actions to avoid reoccurrence of such event.

Event description:
During routine inspection performed by our distributor in (B)(4) on incoming products, a molding defect was observed inside the gauge of the graft sizer. There was no pt injury as the device never reached any hospital.